Event description:
Patient enrolled into the trial. Major ischemic stroke (new focal neurological deficit of presumed vascular origin persisting for more than 24 hours). During the procedure the patient was acutely noted not to be following instructions and was nonverbal. Angio was acquired of the intracerebral vessels before and after the symptoms started. Air embolism is the suspected cause. Pt recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00006 for the protege rx used in this procedure.